Event description:
Boston scientific crm received information that this right atrial (ra) lead dislodged and was successfully repositioned three days post-implant. To date, no adverse patient effects were reported.